Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va101xa, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported there was a poor communication screen on the patient programmer. She tried to turn stimulation because she was having a burning sensation in her bladder and was not sure if it was device related or a bladder infection. The patient was recently implanted. There were no bandages or swelling present. The antenna was secured, it was synced with the implantable neurostimulator (ins), and this resolved the reported issue . After recommending to hold the antenna an inch below the incision, the patient was able to sync successfully and turn stimulation off as desired. This was considered a sudden change in therapy/symptoms. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, circumstances that led to the event, or steps taken to resolve the issue was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported there was no device concern or change in her therapy. There were no circumstances, such as change in activity level or programming, that led to the burning sensation. The patient received antibiotics to resolve the burning sensation.